Event description:
A report was received that the patient will be explanted due to ineffective therapy and the ipg not holding a charge.

Event description:
A report was received that the patient will be explanted due to ineffective therapy and the ipg not holding a charge.

Manufacturer narrative:
The patient was explanted and is reportedly doing well. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.